Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A50611) inserted. The patient's medical history included cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Previously reported essure insertion and removal date : (B)(6) 2012 and (B)(6) 2018 trailing coils left 0, right 3. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : previously reported event "medical device removal" updated to "pelvic pain", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A50611, a36511) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Previously reported essure insertion and removal date : (B)(6) 2012 and (B)(6) 2018. Date ¿ (B)(6) 2013 trailing coils left 0, right 3. Date ¿ unknown trailing coils: left ¿ 3 right ¿ 1 . Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter's information added. Lot no. Were added. Event menorrhagia added from previous version dated: 08-sep-2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A50611-inv, a36511) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Previously reported essure insertion and removal date : (B)(6) 2012 and(B)(6) 2018 date ¿ (B)(6) 2013 trailing coils left 0, right 3. Date ¿ unknown trailing coils: left ¿ 3 right ¿ 1. The lot number reported (a50611) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: update of information (batch is not valid). On 7-oct-2020: no new clinical information. On 20-oct-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 17-aug-2020. The most recent information was received on 25-feb-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A36511-val, a50611-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), osteogenesis imperfecta ("brittle and breaking bones including femur toes and foot"), femur fracture ("breaking bones including femur toes and foot/ breaking bones (toes) (foot)"), autoimmune disorder ("autoimmune disorder"), cushing's syndrome ("cushing syndrome"), contusion ("bruising"), swelling ("swelling"), inflammation ("inflammation"), hypertension ("high blood pressure"), fatigue ("fatigue"), intervertebral disc degeneration ("degenerative disc"), alopecia ("losing hair"), fluid retention ("water retention"), arthralgia ("joint pain"), gait disturbance ("barely able to walk"), muscular weakness ("muscle weakness"), fibromyalgia ("fibromyalgia"), hyperaesthesia teeth ("teeth sensitivity/sensitivity"), feeling abnormal ("memory fog/ memory fog became severe"), bone loss ("bone loss") and general physical health deterioration ("body began deteriorating") and was found to have pituitary tumour ("pituitary tumor") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain lower, osteogenesis imperfecta, femur fracture, autoimmune disorder, cushing's syndrome, pituitary tumour, swelling, inflammation, hypertension, weight increased, fatigue, intervertebral disc degeneration, alopecia, fluid retention, arthralgia, gait disturbance, muscular weakness, fibromyalgia, hyperaesthesia teeth, feeling abnormal, bone loss and general physical health deterioration outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bone loss, contusion, cushing's syndrome, fatigue, feeling abnormal, femur fracture, fibromyalgia, fluid retention, gait disturbance, general physical health deterioration, heavy menstrual bleeding, hyperaesthesia teeth, hypertension, inflammation, intervertebral disc degeneration, muscular weakness, osteogenesis imperfecta, pelvic pain, pituitary tumour, swelling and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Previously reported essure insertion and removal date: (B)(6) 2012 and (B)(6) 2018. Date: (B)(6) 2013 trailing coils left 0, right 3. Date ¿ unknown. Trailing coils: left ¿ 3 right ¿ 1 a50611 is invalid lot number: a36511. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 17-aug-2020. The most recent information was received on 19-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A50611not valid, a36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), osteogenesis imperfecta ("brittle and breaking bones including femur toes and foot"), femur fracture ("breaking bones including femur toes and foot/ breaking bones (toes) (foot)"), autoimmune disorder ("autoimmune disorder"), cushing's syndrome ("cushing syndrome"), contusion ("bruising"), swelling ("swelling"), inflammation ("inflammation"), hypertension ("high blood pressure"), fatigue ("fatigue"), intervertebral disc degeneration ("degenerative disc"), alopecia ("losing hair"), fluid retention ("water retention"), arthralgia ("joint pain"), gait disturbance ("barely able to walk"), muscular weakness ("muscle weakness"), fibromyalgia ("fibromyalgia"), hyperaesthesia teeth ("teeth sensitivity/sensitivity"), feeling abnormal ("memory fog/ memory fog became severe"), bone loss ("bone loss") and general physical health deterioration ("body began deteriorating") and was found to have pituitary tumour ("pituitary tumor") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, abdominal pain lower, osteogenesis imperfecta, femur fracture, autoimmune disorder, cushing's syndrome, pituitary tumour, swelling, inflammation, hypertension, weight increased, fatigue, intervertebral disc degeneration, alopecia, fluid retention, arthralgia, gait disturbance, muscular weakness, fibromyalgia, hyperaesthesia teeth, feeling abnormal, bone loss and general physical health deterioration outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bone loss, contusion, cushing's syndrome, fatigue, feeling abnormal, femur fracture, fibromyalgia, fluid retention, gait disturbance, general physical health deterioration, heavy menstrual bleeding, hyperaesthesia teeth, hypertension, inflammation, intervertebral disc degeneration, muscular weakness, osteogenesis imperfecta, pelvic pain, pituitary tumour, swelling and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2013 (as per pif). Previously reported essure insertion and removal date : (B)(6) 2012 and (B)(6) 2018 date ¿ (B)(6) 2013 trailing coils left 0, right 3 date ¿ unknown trailing coils: left ¿ 3 right ¿ 1 the lot number reported (a50611) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: new events: back pain,lower abdominal pain, brittle and breaking bones including femur toes and foot, autoimmune disorder, cushing syndrome, pituitary tumor, bruising, swelling, inflammation, high blood pressure, weight gain, sensitivity, fatigue, degenerative disc, losing hair, water retention, joint pain, barely able to walk, muscle weakness and fibromyalgia added. Reporter information added.duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)). New events hyperaesthesia teeth, feeling abnormal , bone loss, general physical health deterioration, new reporters, indication were added from deletion case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.